Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated by a programmer before use and the device was indicating it was at elective replacement indicator (eri). The device was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered prior to device implant. If information is provided in the future, a supplemental report will be issued.